Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported having issues with efficia monitors and central stations (cms 200) where there is an uncontrolled change of patient category at central station from ¿neonatal to adult¿ category. No harm has been reported.